Event description:
This report is being submitted for additional information regarding legal manufacturer's final investigation results.

Manufacturer narrative:
The subject device underwent a visual and functional inspection. The reported issue was not confirmed. Other findings were: cable leakage defect, defective cable pins, and rusty coupler. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported risk/harm is addressed in the instructions for use (IFU): cautions regarding unexpected disappearance of endoscopic images or inability to unfreeze warning. - if the endoscope image unexpectedly disappears or the freeze cannot be released during an examination, immediately stop using the endoscope and pull it out from the patient while referring to "5.3 pulling out the endoscope in the event of an abnormality". Continued use under such conditions may cause injury to the patient, bleeding, or perforation. - the following items must be strictly observed. The endoscopic image may disappear unexpectedly during the examination, the freeze cannot be released, and normal images may not be obtained. -do not reprocess or store this product with tweezers, forceps, scalpels, etc. There is a risk of puncturing the camera cable and damaging the electrical circuits inside the product due to water leakage. -do not bump or drop the product. Water leakage may damage the product's internal circuitry. -the video connector, including the electrical contacts, must be sufficiently dry before connecting it to the video system center. Also, make sure that the electrical contacts are clean before connecting. Using the equipment with wet or dirty electrical contacts may result in equipment malfunction or failure. -if the camera cable is curled up, do not pull it forcibly, but straighten it gradually. There is a possibility that the camera cable may break. -do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. -when wiping the outer surface of the camera cable, do not rub the camera cable strongly. Doing so may cause the camera cable to break. -hold the camera head, not the camera cable, while operating the endoscope. There is a possibility that the camera cable may break. -do not use a pair or other means to secure the camera cable. There is a possibility that the camera cable may break. Caution - do not connect or disconnect the video connector while the power switch of the video system center is on. Do not connect or disconnect the video connector while the power switch of the video system center is turned on. The electrical circuit inside the camera head may be damaged. - do not bump or bend the electrical contacts of the video connector. Do not bump or bend the electrical contacts of the video connector. Doing so may prevent the camera from connecting to the video system center or may cause a poor connection." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that their hd 3cmos autoclavable camera head device produced a bad image; specifically, there was image color smudging. The issue was found during preparation for use for an unknown procedure. There were no reports of patient or user harm associated with this event.